Event description:
During a trauma, gia 80mm stapler malfunctioned. It caused a black piece used to apply the staples to fall off during the procedure. Scrub tech noticed the missing piece after the provider used the gia stapler. We stopped, and immediately began searching for the missing piece. Rn (registered nurse) found the missing piece. Defective surgical item removed from the sterile field. Placed in original package.